Manufacturer narrative:
The device eval is ongoing. No add'l info at this time. (B)(4).

Event description:
Covidien received info stating that while in use on a patient an 840 ventilator alarmed with an "air supply decline" device alert. The ventilator was connected to the wall air when the event occurred. The ventilator continued to cycle at the time of the incident. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.